Event description:
Maceration: patient has severe maceration on the underside of her foot related to npwt due to an amputation. Nurse stated that when she touched the patient¿s foot the epidermis sloughed off. Dhe also states that the patient was non-compliant and frequently walked on her stump.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy.